Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic') in a 42-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cervical dysplasia, female condom, polycystic ovarian syndrome, amenorrhea, cesarean section, colposcopy and wisdom teeth removal. Previously administered products included for an unreported indication: lisinopril, omeprazole and meloxicam. Concurrent conditions included body mass index increased since (B)(6) 2002, cervical cancer, menses delayed, dysfunctional uterine bleeding, type 1 diabetes mellitus, amenorrhea, polycystic ovarian syndrome and tenderness. Concomitant products included levonorgestrel (mirena) since (B)(6) 2002 for female sterilization as well as acetone, dicycloverine (dicyclomine), paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal dryness ("hormonal changes describe: stay dry during sex"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hyperhidrosis ("hormonal changes- describe: sweating, then wake up cold") and feeling cold ("hormonal changes- describe: sweating, then wake up cold") and was found to have neoplasm malignant ("other injury(ies) or complication please describe: 'may have caused cancer"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal dryness, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, neoplasm malignant, vulvovaginal mycotic infection, gastrointestinal disorder, hyperhidrosis and feeling cold outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, feeling cold, gastrointestinal disorder, hyperhidrosis, menorrhagia, nausea, neoplasm malignant, pelvic pain, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: the plaintiff states that symptoms resolved after removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Ultrasound pelvis - on an unknown date: iud were appropriately placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: insertion date updated. Events added- vulvovaginal mycotic infection, gastrointestinal disorder, hyperhidrosis, feeling cold. Model number updated based on insertion date. Historical and concomitant products added. On (B)(6) 2019: wrong source document. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cervical dysplasia, contraception, polycystic ovarian syndrome, amenorrhea, cesarean section, colposcopy and wisdom teeth removal. Concurrent conditions included body mass index since (B)(6) 2002, cervical cancer, menses delayed, dysfunctional uterine bleeding, type 1 diabetes mellitus, amenorrhea, polycystic ovarian syndrome and tenderness. Concomitant products included levonorgestrel (mirena) since (B)(6) 2002 for birth control as well as acetone, paracetamol (acetaminophen) and salbutamol (albuterol hfa). In 2002, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal dryness ("hormonal changes describe: stay dry during sex"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have neoplasm malignant ("other injury(ies) or complication please describe: 'may have caused cancer"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal dryness, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia and neoplasm malignant outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, nausea, neoplasm malignant, pelvic pain, vaginal haemorrhage and vulvovaginal dryness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Ultrasound pelvis - on an unknown date: iud were appropriately placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and mr received new reporter, case become significant patient demographic, concurrent conditions, lab data, essure indication, stop date and event injury to herself replaced with hormonal changes describe: stay dry during sex, abnormal bleeding (vaginal, menorrhagia),salpingectomy (bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, other injury(ies) or complication please describe: 'may have caused cancer and she did not undergo essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.